Event description:
The patient stated at least five of his v-go devices have fallen off, four of them have fallen off over the past two weeks and one had fallen off when he first started on the v-go. The patient reported the adhesive pad would completely disconnect from his skin and only part of the v-go that stayed after the adhesive pad fell off was the needle. The patient reported it most often happens when he is sweating from taking care of dogs or walking outside. The patient stated he does prepare the site with alcohol and lets it dry and make sure there is no hair on the area where he is placing the v-go.